Event description:
It was reported the patient went into cardiac arrest due to ventricular fibrillation but the device did not generate alarms.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
Follow up was conducted with the remote service engineer (rse). The customer did not provide any further details regarding the clinical sequence of events and referred to the log analysis. An analysis of the audit logs revealed at 16:00 on (B)(6) a patient discharge was performed from the monitor, which resulted in a reset to the default configuration for alarm settings. At. 16:36, the monitor was placed in standby mode. The monitor was replaced and found to be functioning correctly. The complaint was escalated for technical investigation and the results indicate the following: the cardiac arrest occurred at 0245 on (B)(6). An analysis of the audit log for bed ch_203 showed that on (B)(6) 2025 at 20:38, there were several alarms for issues including ECG/ arrhythmia alarms and ECG inops. Some alarms were acknowledged at the bedside monitor. At 20:42, the ECG and arrhythmia alarms were disabled at the bedside. This included asystole, ventricular fibrillation ventricular tachycardia, and heart rate alarms. These alarms were disabled until (B)(6) 2025 at 02:58, which was after the cardiac arrest. From 20:43 to 21:46, there were many respiratory and spo2 alarms, which were sometimes acknowledged at the bedside monitor. Between 22:05 and 22:41, several actions were taken by the users, including module disconnection, patient admission, and standby. From 22:47 there were many inops related to ¿no pulse¿ & ¿noise¿ and a few invasive pressure alarms. Again, interrupted with several ¿acknowledge¿ and ¿pause¿ actions at the bedside monitor. From 23:38 on there are also many spo2 related inops, e.g., ¿spo2 noisy signal¿ and ¿spo2 no pulse¿. Again, alarms were acknowledged from the bedside monitor. At 02:45 on (B)(6) the number of alarms intensified, and many alarms related to lack of pulse were generated with other alarms for excessive noise. Again, the alarms were acknowledged at the bedside monitor. On (B)(6) 2025 at 02:58 the ECG/arrhythmia alarms were activated again, which was after the cardiac arrest. The information available supports that the monitoring equipment did not malfunction. The monitoring equipment worked to specification: there were no ECG/arrythmia alarms (e.g., vent fib/tach), because the ECG/arrhythmia alarms were switched off at the time of the cardiac arrest (and before). However, there were many physiological alarms and inops in the respective time frame which alerted the hospital staff and, according to the actions at the bedside monitor, were acknowledged by the hospital staff. Based on this information, there does not appear to be a malfunction of the device; however, a combination of alarm management and other use issues may have been factors. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.